Event description:
It was reported that an unknown number of peritoneal dialysis (pd) patient experienced peritonitis. According to the reporter, the minicap transfer sets leaked pd effluent (with the twist clamp closed). This was further specified as "wet contamination episodes¿. This occurred when the minicap was removed. The cause of the leaks was not reported. It was not reported if the patients were hospitalized for the peritonitis events. Treatment, patient outcomes and action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The events occurred on an unspecified date in the last two years. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.